Manufacturer narrative:
The device was returned and evaluated. The device was returned and fluid ingress was confirmed. There was blood dripping down to the inlet valve, compressor, power supply and chassis. The cover lock lid was damaged. No burning or carbonization was noted. This device will be cleaned, repaired and upgraded to the current fluid ingress remediation. Haemonetics (B)(4).

Event description:
Haemonetics received a report on (B)(6) 2014 for an orthopat device "fluid spill; header arm does not stay in the raised position." There was no report of any patient or operator injury.